Manufacturer narrative:
The user started receiving glucose suspend alert on 22 january 2025, day 3 after insertion. The RMA was authorized for the return of sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. A review of the raw sensor data showed depressed signal and reference channels. The glucose suspend alert was triggered when both uv norm and blue norm went below the threshold value. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. An RMA was also created for the user's transmitter, but the transmitter was not returned eview of dms data, showed that the user is still using transmitter sn 303278 with updated firmware.as part of resolution, the RMA was authorized for sensor and transmitter replacement. B4. Date of this report 24 april 2025. G3.date received by the manufacturer? 24 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 25, 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2025.